Event description:
It was reported that the patient was confusing the coupling bars with the charge level. The patient was implanted on (B)(6) 2013 and discharged one day later from the hospital. The patient was vomiting a lot on both days. The patient believed it was from the anesthesia. The company representative attempted to give the patient charging guidance on the morning of (B)(6) 2013, but the patient was too sick. The patient then received a shot to control the vomiting. The company representative set a few settings and she was fine until the implant died. The company representative gave her the go ahead to charge. The patient was sore from the surgical procedure. The patient planned to have her staples removed (B)(6) 2013; the patient expected the company representative to be there as well. It was further reported that a company representative saw the patient on (B)(6) 2013 as planned. The patient was doing well and had accomplished normal recharging.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient's back was hurting a lot.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37751, serial# unknown, product type: recharger. (B)(4).